Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported complete clip detachment was unable to be determined. The reported migration of clip was due to procedural circumstances. The reported recurrent mr and embolization was a cascading event of the reported complete clip detachment. The reported myocardial infarction was a cascading effect of the reported embolization. The reported patient effects of myocardial infarction, embolism, and mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported hospitalization, surgical intervention, unexpected medical intervention, unexpected medical intervention, and removal of foreign body were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. One clip was implanted and the mr was reduced to grade 1. On (B)(6) 2024, the patient presented with st-elevation myocardial infarction (stemi) due to a right coronary artery (rca) occlusion. Cardiac catheterization was performed to diagnose the cause. It was noted that the mitraclip had embolized, resulting in stemi from rca occlusion. When attempting the catheterization, the clip when against the rca and was dislodged from the wire being used to snare the clip. The device ended up becoming lodged in the superior mesenteric artery. The patient was put on a balloon pump and transferred to the cardiac critical care unit (ccu). The plan was to stabilize the patient over the weekend and attempt to remove the clip before considering surgical repair of the mitral valve. The mr grade was severe. Per the physician, the patient came in with significant scrapes on both knees. It is believed that the patient had an event that embolized the clip. On (B)(6) 2024, the embolized clip was removed via snare and surgery. Mitral valve repair will not be performed at this time.